Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited noise oversensing causing inappropriate mode switches. Fusion along with failure to capture were additionally noted. No intervention was performed. The patient was in stable condition.